Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the quick coupling device was frozen/would not move. It was further observed that the device did not function, and the tool coupling was damaged. It was further determined that the device failed pretest for check function of adjusting sleeve, check function of lever, check the cannulation of attachment and check the tool quick coupling. It was noted in the service order that the device did not work anymore. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device being frozen/would not move, identified during service and evaluation was confirmed. The assignable root cause was determined to be due to component failure from normal wear. UDI: (B)(4).